Event description:
Enteral feeding pump set was connected to a pt's heparin lock. The port and the enteral feeding pump set had been adapted with an IV system. This adaptation provided a more secure connection between the port and enteral feeding pump set to be connected to a peripheral IV. Secondary to the enteral feeding pump set to be connected to a peripheral IV, the pt became hypotensive, developed respiratory failure, renal insufficiency and sepsis. The pt recovered fully from the event.